Event description:
It was reported that emt was going down the stairs with a (B)(6) pt and the belt cam off. There was pt involvement, however no adverse consequences reported.

Manufacturer narrative:
Cot not yet evaluated or repaired by stryker service. Customer observed that the track belt fell off.